Event description:
It was reported that a spectrum iq pump turned off during therapy at the 8th floor department (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10:the device was received for evaluation. During functional testing, the device turned off. A review of the event history log revealed 'improper shutdown!' Messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the battery voltage was drained. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.